Manufacturer narrative:
Medwatch field was updated. The result of 18.3 g/l was reported outside the laboratory and there was no adverse effect to the patient. When cleaning the inside of the sample probe, the field service representative found the fluid came out at an angle. The sample probe was replaced and the other probes were adjusted. The wash volume of the sample probe was adjusted, the delivery to the wash station was checked, and the gear pump pressure was adjusted.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high tina-quant albumin gen.2 result for one patient sample. The specific date of the event was not provided. The first result was 69.1 g/l and the repeat result was 18.3 g/l. Information concerning if any result was reported outside of the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but were not provided. A "laundry issue" with the analyzer was suspected.

Manufacturer narrative:
A specific root cause could not be identified. The provided reaction monitor indicated a disturbance during the sample aspiration. It was probable that a clot from the lower part of the serum was taken into the reaction cell and caused the issue. The actions performed during service appeared to have resolved the issue as the analyzer was confirmed to be running acceptably.